Manufacturer narrative:
Block b2 other serious (important medical event) has been added. Block h6: patient code e2114 for perforation and e2338 for edema has been added. Impact code f1901 for additional surgery has been added. Block b3 date of event: date of event was approximated to october 10, 2018, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). Block h6: patient code e2006captures the reportable event of erosion. Patient code e1311 captures the reportable event of unspecified kidney or urinary problem. Patient code e2328 captures the reportable event of obstruction/occlusion. The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Impact code f1905 captures the reportable event of mesh revision. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was used during a total vaginal hysterectomy, anterior colporrhaphy with repair of cystocele, placement of obtryx suburethral sling and cystoscopy procedures performed on (B)(6) 2018 to treat a patient with incomplete uterovaginal prolapse, cystocele and stress urinary incontinence. After the sling was placed, it was noted that the sling had gone through the vaginal mucosa on the left side, so the sling was removed. The obtryx sling was then replaced in a similar fashion snugged up against the urethra with an 8-mm dilator. The sheath was removed, and no piercing of the vaginal mucosa was noted at that time. At the end of the procedure, a cystoscopy was performed to ensure no bladder injuries were made with multiple attempts with the obtryx needles. The findings were not included in the operative report provided which indicated a separate procedure summary was to be completed for the cystoscopy. No additional complications were noted in the operative report available for review. On may 8, 2019 the patient was given perioperative antibiotics and underwent laser litholapaxy, laser destruction/resection of mesh, and cystoscopy for the preoperative diagnoses of voiding dysfunction, mesh erosion into the bladder, and bladder stone. The patient had developed obstructive uropathy symptoms on an unreported date and the mesh erosion into the left lateral aspect of the bladder and bladder stone were discovered. A cystoscope was advanced into the patient's bladder. There was a stone attached to the posterior wall of the trigone, approximately 1.5 cm. The lateral wall on the left side showed mesh erosion into the bladder, and the surrounding mucosa was edematous. Attention was first turned to the stone. Using a 550 holmium laser fiber, the stone was destroyed into passable dust and fragments. The majority of which were irrigated clear. Unfortunately, the patient still had a fairly significant cystocele which made irrigation of the bladder very difficult. Therefore, some dust was left behind. However, it was small enough that the physician was hopeful it would pass. Again using the 550 holmium laser, attention was turned to the mesh. The physician essentially destroyed the surrounding tissue to expose the blue knots within the mesh. These knots were then destroyed using the laser. There was no clear perforation into the bladder. They cut the mesh all the way back to the very periphery of the twisted muscle. Hemostasis was obtained with the bugbee. The patient tolerated this quite well and a foley catheter was placed. The case was then turned over to the next physician to perform the release of midurethral sling and cystoscopy. At the end of the cystoscopy, laser litholapaxy of the stone, laser destruction and resection of the mesh procedures, the patient was hemodynamically stable. A 0.5% lidocaine with epinephrine was administered from the urethral area up to the bladder base. A scalpel was used to make an incision over the midurethral area and this was carried down to the bladder neck. The sling was difficult to find as it was located deep at the bladder neck. The periurethral tissue was needed to be opened above and below the sling in order to find it. The tissue surrounding the sling was gently teased away with scoring and with the scalpel in the midline to allow a right angle clamp to be passed behind the sling. The sling was grasped with a second right angle clamp and incised in the midline. This released the sling about one centimeter in the midline so no mesh material was removed. There was no bladder or urethral injury noted from the dissection. Given that the sling was so deep, the urethra needed to be repaired. The deepest layer was repaired with 3-0 vicryl in a transverse fashion. The overlying connective tissue was then re-approximated with 3-0 vicryl in a vertical fashion. These layers were in interrupted sutures. The vaginal incision was then closed with 2-0 vicryl in arunning locked fashion. Cystoscopy was then performed and there was no bladder or urethral injury noted. The patient tolerated the procedure well and was taken to the recovery room in stable condition.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implanting surgeon is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was used during a total vaginal hysterectomy, anterior colporrhaphy with repair of cystocele, placement of obtryx suburethral sling and cystoscopy procedures performed on (B)(6) 2018 to treat a patient with incomplete uterovaginal prolapse, cystocele and stress urinary incontinence. The patient later presented with voiding dysfunction. They were examined and diagnosed with vaginal mesh erosion into bladder associated with bladder stone. On (B)(6) 2019 the patient was given perioperative antibiotics and underwent laser lithapoloxy, laser destruction/resection of mesh, and cystoscopy. A cystoscope was advanced into the patient's bladder. Formal cystoscopy showed that the urine was quite orange from pyridium. There was a stone attached to the posterior wall of the trigone, at approximately 1.5 cm. The lateral wall on the left side showed mesh erosion into the bladder. The mesh was blue and the surrounding mucosa was edematous. Attention was first turned to the stone. Using a 550 holmium laser fiber, the stone was destroyed into passable dust and fragments. The majority of which were irrigated clear. Unfortunately, the patient still had a fairly significant cystocele which made irrigation of the bladder very difficult. Therefore, some dust was left behind. However, it was small enough that the physician was hopeful it would pass. Again using the 550 holmium laser, attention was turned to the mesh. The physician essentially destroyed the surrounding tissue to expose the blue knots within the mesh. These knots were then destroyed using the laser. There was no clear perforation into the bladder. They cut the mesh all the way back to the very periphery of the twisted muscle. Hemostasis was obtained with the bugbee. The patient tolerated this quite well and a foley catheter was placed. The case was then turned over to the next physician who will perform the release of midurethral sling and cystoscopy. At the end of the cystoscopy, laser litholapaxy of the stone, laser destruction and resection of the mesh procedures, the patient was hemodynamically stable. A 0.5% lidocaine with epinephrine was administered from the urethral area up to the bladder base. A scalpel was used to make an incision over the midurethral area and this was carried down to the bladder neck. The sling was difficult to find as it was located deep at the bladder neck. The periurethral tissue was needed to be opened above and below the sling in order to find it. The tissue surrounding the sling was gently teased away with scoring and with the scalpel in the midline to allow a right angle clamp to be passed behind the sling. The sling was grasped with a second right angle clamp and incised in the midline. This released the sling about one centimeter in the midline so no mesh material was removed. There was no bladder or urethral injury noted from the dissection. Given that the sling was so deep, the urethra needed to be repaired. The deepest layer was repaired with 3-0 vicryl in a transverse fashion. The overlying connective tissue was then re-approximated with 3-0 vicryl in a vertical fashion. These layers were in interrupted sutures. The vaginal incision was then closed with 2-0 vicryl in an running locked fashion. Cystoscopy was then performed and there was no bladder or urethral injury noted. The patient tolerated the procedure well and was taken to the recovery room in stable condition.